Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed loss of capture on the patient¿s left ventricular (lv) lead causing the patient to be short of breath. The lv lead was found to be dislodged into the main coronary sinus. The lv lead was explanted and replaced. The patient was stable throughout the procedure.